Event description:
It was reported that a dexcom g7 sensor paired and completed warmup on the mobile app but would not pair to the ilet pump, with the pump remaining in a pairing state for an extended period; the user denied other devices being connected, and pairing was subsequently successful after power toggling and retrying. Symptoms included no alerts or alarms. Outcomes included uninterrupted therapy after successful connection. Investigation included remote troubleshooting and user education focused on device restart and reattempting bluetooth pairing. Investigation of this case revealed a transient pairing failure limited to the pump interface, which resolved with standard connection recovery steps. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or bluetooth pairing issue.